Event description:
During a robotic-assisted laparoscopic total hysterectomy with bilateral salpingo-oophorectomy with lymph node dissection, the doctor and operating room staff noticed that while she was using the xi maryland bipolar forceps, the pulley cable on the tip of the instrument popped. The instrument was immediately removed from inside of the patient's body and inspected by the scrub nurse. It was noticed that a piece of insulation that had been underneath cable was missing. The scrub nurse informed the doctor right away. The doctor actively looked into the patient's cavity and recovered the broken piece. The instrument and insulation piece were passed off of the sterile field.